Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high out of range pacing impedance measurements and noise. This lead also had loss of capture and was suspected to have a conductor fracture. The patient also experienced inappropriate shocks. This lead has been explanted and will be returned for analysis. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, x-ray of the lead confirmed the inner conductor coil was fractured approximately 38 cm from the distal tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. Laboratory analysis was able to confirmed a lead fracture, which likely contributed to the reported clinical allegations of this case.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.